Event description:
Customer reports strip label expiration date is 06/30/2008, while using the advantage system. Acc agent reports electronic inventory system expiration date is 01/31/2007. Batch record verification shows expiration date is 01/31/2007. No quality controls were run. No adverse event reported. Customer no longer has strips; a replacement was sent.